Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have a frayed grip cable at the distal idler pulley. The frayed cable strands stuck out at the wrist. The root cause of frayed - distal instrument grip cables is attributed to a component failure. Failure analysis identified an additional observation that was not reported by site. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.119¿ - 0.163¿ in length and were not aligned with the tube axis. The root cause of scratch marks /abrasions instrument main tube is typically attributed to mishandling/misuse. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. A review of the device logs for the monopolar curved scissors (470179-19/k10210907 0227) associated with this event has been performed. Per this review of the logs, the monopolar curved scissors was last used on (B)(6) 2022 during a radical prostatectomy with lymphadenectomy performed via system (B)(4). Based on the additional information obtained from failure analysis investigations, this complaint is considered a reportable event due to the following conclusion: failure analysis acknowledged that a fragment was missing from a portion of the device that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the monopolar curved scissors had a broken/loose cable. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer was not aware of any fragment falling into the patient. The customer has forwarded email with the follow up questions off to the or/nurse staff to obtain additional information that he could not confirm at the time.